Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation the battery charger was unable to recognize a battery pack. The cause for the failure was contamination on the battery pca and a shorted q1 current-controlling transistor on the bedside pca. The shorted transistor was caused by the contamination. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger.

Event description:
A us distributor reported that a patient was experiencing battery charger problems.